Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had a battery error. The customer reported during power up of the device, it was observed that a battery alarm failure was observed. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. During follow-up with the key market, it could not be confirmed if the customer's issue was resolved, as the response provided indicated that there was no repair performed by philips. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.